Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for unrelated issues. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
(B)(4). Note regarding this repair: error code 242.4020 was found to be due to the sub mechanism. In addition to the sub mechanism failing, there is also a crack on the bezel. (B)(4) has been notified of our tech's finding regarding the cause of the error. At this time, it is not due to the ail, motor controller board, or logic board. This unit was also found to have a non-alaris pressure sensor. (B)(4) stated that the new silver pressure sensor was installed but the unit was received with the previous black model. Photos of the current pressure sensors installed have been sent to (B)(4). (B)(4) has also requested that the non-alaris pressure sensor be returned back to him. (B)(4). Replaced bezel mech for cracked and binding cause error 242.4020. Replaced upper transducer for non alaris. Tested run-in ok. (B)(4).